Manufacturer narrative:
The reported malfunction was observed during review of the activity logs. However, the reported problem could not be duplicated with the device. The device was recertified and returned to the customer. Review of the device activity logs indicated that only battery power was being used during the event. The device attempted to charge up and timed out after 25 seconds. Another attempt was made to charge and again was timed out after 25 seconds. Later in the event, a third charge of the defib was attempted and the device warned the user of a low battery condition. The battery used was not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male patient, the device failed to charge to set energy. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.